Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. Further the recipient experienced non-auditory stimulation most likely due to electrical stimulation in the middle ear caused by the extra-cochlear channels. In addition the recipient suffered from meniere's disease, which might have contributed to the observed symptoms. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has shown poor progress with cochlear implant sound quality and speech understanding since activation. Recipient reports sound quality is very distorted, noisy, and tinny. There is discomfort when listening to high-pitch and loud sounds. During a programming appointment the user then started to experience non-auditory stimulation (nas) in the neck when channels 1-9 were stimulated at mcl levels. The user will only be able to schedule a date for reimplantation after (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. Further the recipient experienced non-auditory stimulation most likely due to electrical stimulation in the middle ear caused by the extra-cochlear channels. In addition the recipient suffered from meniere's disease, which might have contributed to the observed symptoms. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user has shown poor progress with cochlear implant sound quality and speech understanding since activation. Recipient reports sound quality is very distorted, noisy, and tinny. There is discomfort when listening to high-pitch and loud sounds. During a programming appointment the user then started to experience non-auditory stimulation (nas) in the neck when channels 1-9 were stimulated at mcl levels. The user was reimplanted on (B)(6) 2022. 2 channels were found extra-cochlear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has shown poor progress with cochlear implant sound quality and speech understanding since activation. Recipient reports sound quality is very distorted, noisy, and tinny. There is discomfort when listening to high-pitch and loud sounds. During a programming appointment the user then started to experience non-auditory stimulation (nas) in the neck when channels 1-9 were stimulated at mcl levels. The user will be seen on (B)(6) 2021 for further programming. Revision surgery might be considered after this appointment.